Event description:
It was reported that the lead had increased thresholds. The lead was explanted and replaced. It was noted that the sterility date had expired on the extension/retraction tool that was used during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead -(B)(6) 2013; rvdr01 implantable pulse generator - (B)(6) 2013; 5086mri45 implantable pacing lead - (B)(6) 2013. (B)(4).